Manufacturer narrative:
Additional information: the device has been returned to the manufacturer for evaluation. Visual analysis reveals that the tip of the dental tool has broken off and the fractured off tip was not returned. The break occurs in the area where the ¿hook¿ transitions into the basic shaft. Under microscopic examination it appears there break is the result of a bending moment.

Event description:
It was reported the tip was broken during an unspecified surgery. No patient complications were reported.

Manufacturer narrative:
(B)(4): the instrument was not returned to the manufacturer for evaluation; therefore, the cause of the event cannot be determined.